Event description:
The customer reported being hospitalized due to high blood glucose of 517 mg/dl. The customer was experiencing unexplained high glucose for the past two days. The customer's most recent glucose reading was 153mg/dl and was treated with the insulin pump and manual injections. Troubleshooting was performed. Reviewed the alarm history and found a low reservoir alarm. The programming, time, and date of the insulin pump are correct. Ran a fixed prime test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.